Event description:
It was reported that during a procedure of the concentric, heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery (rca), with a vessel length of 25 mm and vessel diameter of 3.0 mm, after pre-dilatation was completed with a non-abbott balloon dilatation catheter (bdc), the 2.75 x 15 mm nc traveler bdc was advanced to the lesion without issue/resistance. The bdc was inflated twice when it ruptured at 18 atmosphere (atm). The device was removed from the anatomy and a non-abbott bdc was used for additional dilatation. A non-abbott stent was implanted without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthroughhypercoat; guide cath: heartrail ir3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.